Event description:
The pharmacist, reported the following event: "rupture of the locking screw of the nail in the ancillary (perforated thread). Proximal locking on the side. Manual locking under fluoroscopic guidance which took 45 minutes."

Manufacturer narrative:
Device remains implanted. If additional information is received it will be submitted on a supplemental report.